Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred while the battery was charging and multiple temperature alarms occurred when the pump was not exposed to extreme temperatures. Customer was unable to clear the alarms. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 430 mg/dl.